Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011, inratio: 1.5, poc: 3.5. Tests done back to back, both finger sticks. Coumadin clinic was not able to test with a venipuncture sample because it is very hard to find a good vein on the pt. Dr keeps increasing the pt's coumadin dose, but her inr is not increasing.

Manufacturer narrative:
Investigation pending.